Manufacturer narrative:
Concomitant medical products: dtma1q1 crtd, implanted: (B)(6) 2018, 4298-88 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically fractured due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.